Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During the follow up of the subject pacemaker (on (B)(6) 2012), interrogation of (B)(6) memory data revealed some strange episodes with 125 ms oversensing intervals. One of them was dated (B)(6) 2011, which could have been potentially correlated to the start up of the pt scooter. Reportedly, the pt felt some current for several seconds; this was not associated to any faintness episode. Other parameters and data were satisfactory. An explanation is requested.